Manufacturer narrative:
Device had constant motor error alarm during the rewind test due to jammed motor gear box. Unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test , the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant motor error alarm. Device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was alarmed with a motor error during basal. The insulin pump will not be returned for analysis.